Event description:
Boston scientific crm received information that this right ventricular (rv) lead was associated with a report of a remote monitoring alert for a low shock impedance measurement. A boston scientific field representative subsequently reported other lead measurements were normal and there was no indication of oversensing. The shock impedance measurements had been normal and stable, then began fluctuating and dropped to below out-of-specification range over a two-week period. There were no reports of adverse patient effects, and the lead remained implanted and in service. The lead subsequently was capped and surgically abandoned, and another rv defibrillation lead was implanted with no adverse effects.